Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the cs6s tissue pad fell into the pt (it was retrieved from the pt). Another instrument was used to complete the case. There was no consequence to the pt. The device was discarded.